Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of high capture threshold. No intervention was reported. There were no patient consequences.

Event description:
New information received notes that the high capture threshold issue was noted on the right ventricular (rv) lead rather than the implantable cardioverter defibrillator (ICD). The rv lead also exhibited high pacing impedance. The lead was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
Initial report should have been on rv lead bkb047707.